Event description:
Upon a second intervention, the protege everflex stent was reported to have a fracture. The device was implanted on (B)(6), 2013. It is unknown as of now whether or not the patient will have bypass surgery

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number is not available. Cd with images of stent received.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Additional correction.

Event description:
Evaluation summary: a compact disc with several cine images associated with this event was received for evaluation. The images were in chronological order and were time stamped. The images provided document the deployment of a self-expanding stents. The stent was deployed with an isolated elongated section elongated configuration in the approximate middle of the stent. The resolution of some of the images was not adequate to determine the degree of elongation. The region of significant strut deformation appears to be limited to 3 to 5 strut levels immediately adjacent to a stent fracture.